Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose. On (B)(6) 2020. Blood glucose was over 400 mg/dl. Current blood glucose was 80 mg/dl. Customer treated with intravenous insulin drip in hospital. The customer did not experience any symptoms as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.